Manufacturer narrative:
Device 2 of 2. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The customer reported that the skin barrier was too stiff, resulting in discomfort around the stoma. The issue was observed with two skin barriers, and a video depicting the concern was received.